Manufacturer narrative:
Despite multiple attempts, no additional details were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial channel. At this time no changes have been made and the crt-d remains in service. No adverse patient effects were reported.